Event description:
While performing preventative maintenance the asp field svc engineer (fse) noted oil mist coming from the unit. The customer stated that they were unaware of the mist and there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter. He ran a test cycle and the unit met MFR specs.